Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant pack was in the test cassette pouch. The kit was purchased at kroger.

Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant pack was in the test cassette pouch. The kit was purchased at kroger.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2010009 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.